Event description:
Product information updated. Product line code: stt-gs-003. Model number: mt25042-4. Global trade item number (gtin): (B)(4). Serial number: (B)(6). Lot number: 5291465.

Manufacturer narrative:
Product line code : stt-gs-003. Model number mt25042-4. Global trade item number (gtin) : (B)(4). Serial number : (B)(6). Lot number : 5291465. D4 : product line code : stt-gs-003. Model number : mt25042-4. Global trade item number (gtin) : (B)(4). Serial number : (B)(6). Lot number : 5291465. G6 ¿follow up 001.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined signal loss. In addition, the probable cause of the signal loss was determined to be the mobile device updated its operating system which closed the app. The reported event of a pairing failure is reportable based on the finding of the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.